Event description:
The event is reported as: the balloon deflated after surgery inside the pt. A new catheter had to be inserted. This is a third of four complaints. No pt injury reported.

Manufacturer narrative:
The sample has been returned to the manufacturer. The results of the investigation are not complete at the time of this report.